Manufacturer narrative:
(B)(6). Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the healthcare professional placed the anchor in the hole and attempted to bring the inner pin down on the suture. The torque limiter started clicking immediately and then on removal of the anchor inserter from the anchor, the inner driver for the inner pin broke off and was left inserted into the anchor. The inner pin was removed with a grasper. The procedure was a hip arthroscopy labral repair. The anchor used was able to provide adequate fixation and the case was completed successfully with it. There were no reported patient injuries. No other complications were noted.